Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was locked up and became non responsive. The customer's blood glucose was unknown at the time of incident. The battery life of the insulin pump was diminished. Troubleshooting was not performed and the device is not expected to be returned for analysis.